Event description:
Patient is requesting compensation for out of pocket expenses for complications related to lap-band. In letter to allergan dated 6 may 2021 (and forwarded to reshape 1 jul 2021) it states: I am writing to you in an attempt to recoup the expenses I incurred as a result of a complication from one of your products. In (B)(6) 2013 I had lap band surgery to place an allergan gastric band for weight reduction. Prior to surgery I had undergone the requisite testing and evaluation required by my surgeon prior to placement of the band. Initial surgery was successful and I had minimal problems with the band for a number of years during which I underwent periodic followup with my surgeon. I was discharged from further followup in 2018. Last year in (B)(6) I noted what appeared to be possible melanotic stools over the weekend of (B)(6). I went to the local emergency room on (B)(6) and was indeed diagnosed with an upper gi bleed, having bled 4 gm of hemoglobin based on a recent cbc. I was referred to gastroenterology and underwent an endoscopy on (B)(6). The endoscopy indicated that the gastric band had a large erosion into my stomach resulting in the gi bleed. I was referred back to my surgeon, who removed the band on (B)(6). Subsequently I endured several post operative complications including a pulmonary embolism and a wound infection, resulting in a 5 day hospital stay. I was unable to work for a month on the advice of my physician. I spent 3 months on xarelto for vte prophylaxis and had a post operative wound that required packing for several times a day which finally healed in mid (B)(6).

Manufacturer narrative:
No information available to conduct investigation. Investigation not performed.